Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Follow up information indicated the patient had surgery to replace the ipg with effective therapy restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation and did not charge the scs system. The patient's ipg is not communicating with programmer or charger. The patient has elected to be referred to the doctor for generator revision.